Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and variable pacing impedance. Additionally, it was noted that there was oversensing noise seen on the electrograms (egm). A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.